Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m92l3p. The analysis results found that the el5ml device was returned partially cycled with the jaws closed. The cycle was completed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and no clips were fed. The instrument was disassembled in order to evaluate the condition of the internal components and the feed link was found to be broken. This condition contributed to the feeding issue; however, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the rep that during a robotic prostatectomy procedure the device would not fire at the first firing. A second device was pulled to complete the procedure with no patient consequence. One device to be returned for analysis.